Event description:
This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a battery low alarm was confirmed during product evaluation by baxter quality engineering. This condition was caused by damaged main batteries. The main batteries and battery harness were replaced to correct this condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). A service history review revealed that this device was previously serviced for the reported condition.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Event description:
The facility representative reported a colleague infusion pump with a battery low alarm during patient therapy; interrupting delivery. It is unknown when this condition occurred. According to the hospital representative, there was no patient injury or medical intervention related to the device. The software version of this device is currently unknown. No additional information is available.